Event description:
A hospital in (B)(6) reported that the y-pieces the rt236 infant dual-heated evaqua breathing circuits were failing the ventilator leak test. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot number and manufacturer device date: 100629 - 06/29/2010, 100601 - 06/01/2010, 100804 - 08/04/2010, 100706 - 07/06/2010, 100602 - 06/02/2010. Method: eight returned complaint breathing circuits were visually inspected, pressure tested and submerged in a waterbath to test for leaks. Results: no damages were observed on the breathing circuits. The pressure test revealed the eight complaint devices to be out of the specification for this product. The waterbath test identified a leak around the swivel of the eight complaint devices. A lot check revealed: no other similar complaints of this nature for lot numbers 100804, 100706 and 100629. 1 other similar complaint of this nature for lot number 100601. 2 other similar complaints of this nature of lot number 100602. Conclusion: breathing circuits are composed of many parts, therefore leaks can occur at any of the connections. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked in place, the leak at the swivel joint can be enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the y-pieces the rt236 infant dual-heated evaqua breathing circuits were failing the ventilator leak test. No patient consequence was reported.